Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the display switched back and forth reading zero pressure then actual abdomen pressure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be accessory related as there was no problem found with the console. The device manufacture date is not known. (B)(4).

Event description:
It was reported that pressure readings were inconsistent.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that pressure readings were inconsistent